Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the t-wave oversensing was noted on stored episodes. No t-wave oversensing was seen while the patient was in clinic. The sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.